Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID: 97715, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the reason for system removal on (B)(6) 2018 was that the scs battery was completely dead and it was confirmed non-operational. The hcp reported that the peripheral leads needed to be changed to epidural to address spinal cord injury. The hcp reported that issues were first noticed prior to the patient¿s first visit on (B)(6) 2018. The hcp reported that the patient had a burning sensation in the legs. The hcp reported that the cause of the device/therapy issues was a dead/non-functional battery. The hcp reported that the cause of the inability to remove the lead was tenting and severe traction and didn't want to provide injury to the patient. There were no actions/interventions taken to resolve the inability to remove the leads. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-dec-2016, UDI#: (B)(4). Product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that she had an op note that indicated the md removed the stimulator tried to remove but couldn't remove the leads. The patient then had a new system placed. The reason for the call was to ask how the abandoned leads would affect MRI status. The caller didn't have further information about the reason for the system removal. No further complications were reported/anticipated.